Manufacturer narrative:
Update - report received from sales rep states that patient was revised (B)(6) 2012, due to pain. There was originally thought to be loosening, but the components were not found to be loose. Osteolysis was found. The devices associated with this report were not returned. The initial reporting stated x-rays were not available for review. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Update: (B)(6) 2013 - patients operative report was received. Report indicated loosening. After additional follow-up was received from clinical, it was noted the loosening occurred at the bone to cement interface. Cement was added to the complaint. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Clinical report states tibial and femoral radiolucencies. Report received from sales rep states that patient was revised (B)(6) 2012 due to pain. There was originally thought to be loosening, but the components were not found to be loose. Osteolysis was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. The initial reporting stated x-rays were not available for review. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.